Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2014 implanting a competitor knee system and biomet bone cement. Subsequently, patient was revised on (B)(6) 2015 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "strict adherence to good surgical principles and technique are required during use of the cement. Deep wound infection is a serious postoperative complication and may require total removal of the prosthesis and embedded cement. Deep wound infection may be latent and not manifest itself for several years postoperatively."